Manufacturer narrative:
Pending investigation. B3: date of event unknown.

Event description:
As reported, the patient had a periprosthetic femoral fracture. A revision of the left total knee arthroplasty (tka) occurred on an unspecified date at which time the recalled liner was removed in order to place a rod up the femur. A new liner was inserted. There was no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Explant date is unknown. The reason for the polyethylene revision reported was likely due to the periprosthetic bone fracture. Based on the reported information, it appears that there are no allegations of failure against the tibial insert as it was removed to provide better exposure for treatment of the periprosthetic fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.